Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard filter was deployed with the tip at the proximal aspect of l2 vertebral level, for a patient with pulmonary embolism. Completion venography showed good position on the filter. Approximately eight years and five months of post deployment, a computed tomography (CT) abdomen and pelvis demonstrated that there was an infrarenal inferior vena cava filter in place, in the mid-abdominal inferior vena cava with the proximal ¿hook¿ located at the mid-l3 vertebral level. Eight legs of the filter perforated through the wall of the inferior vena cava. Five perforated legs extended > 3 mm beyond the wall of the inferior vena cava. One perforated leg extended and made contact with the abdominal aorta. Another 2 perforated legs made contact with the anterior aspect of the spine. A fourth perforated leg contacted a retroperitoneal lymph node. There was no evidence of hemorrhage. Therefore, the investigation is confirmed for filter migration and perforation of inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, recurrent adenocarcinoma of the cervix and inability to tolerate anticoagulation. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.